Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device has not been returned, so a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 3.5mm x 12mm maverick2 monorail balloon catheter was inflated twice in an unspecified lesion. Upon the second inflation, the balloon ruptured under 12 atms. The procedure was completed successfully with another same device. No patient complications were reported and the patient's status is good.